Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to diabetic ketoacidosis in the beginning of the year, 2019. The customer blood glucose level was over 700 mg/dl at the time of incident. The customer declined troubleshooting for blank display. The customer stated that the insulin pump shut off and was not turning on. The customer also stated that they changed the batteries of the insulin pump. Customer declined to perform a carelink upload. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device uploaded properly using care link. Device was monitored for two days. No blank display noted. However, device had intermittent failed battery test alarm after battery insertion due to a corroded battery tube. Device also had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.